Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. This event was assessed and is being reported as part of a retrospective review of log file data. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported a critical battery alarm logged in the log files. The battery still in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was not returned for evaluation. Log file analysis revealed one (1) critical battery alarm involving the battery due to a battery below 10% relative state of charge (rsoc). As a result, the reported event was confirmed. The most likely root cause of the reported event can be attributed to the battery depleting below 10%. If information is provided in the future, a supplemental report will be issued.